Event description:
Olympus medical systems corp (omsc) was informed that during laparoscopic hepatectomy, the subject device was used. About 3 hours later from the beginning of use, the user confirmed that the ptfe pad of the 1st tb-0535fc (the subject device) had been separated on the laparoscopic images. Although he immediately exchanged it with the 2nd tb-0535fc and continued the procedure, the probe damage error occurred within 10 minutes of the use. The procedure was completed with the 3rd tb-0535fc. This is the first of two reports.

Manufacturer narrative:
This MDR is regarding the 1st device of the reported two defected devices. The subject device was returned from to omsc for evaluation. The evaluation confirmed that the distal end of the ptfe pad wore, partially separated, split and the metal part was exposed. The manufacturing history was reviewed, with no irregularities noted. Considering the evaluation result of the device, omsc concluded the ptfe pad wore, separated and split since the user activated output without grasping anything (including after the tissue separated). Based upon the finding of the evaluation, this appears to be related to user handling. This is one of two reports. Cross reference MFR. Report number 8010047-2015-00318.